Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.